Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. Bost411, t3® non-platform switched tapered implant 4 x 11.5mm lot 2019080637.

Event description:
Doctor reported that implants at tooth sites 24 and 25 were removed due to loss of integration and massive bone fracture. Patient has been rescheduled for reimplantation.